Event description:
It was reported the patient's ipg would angle downwards when he stood up, causing discomfort at the ipg site and difficulty in communicating with external devices. The patient underwent surgical intervention on (B)(6) 2015, where the ipg site was repositioned more medially.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.